Event description:
When the physician went to remove the device from the pt, it was noticed that the tip of the manipujector had broken off while in the pt's uterus/cervix. The physician had to use a surgical clamp to remove both parts of the manipujector. All parts were accounted for after removal. No pt injury.

Manufacturer narrative:
(B)(4). Kronner was visually examined and confirmed to have a broken tip. Product was sent to vendor for additional eval. Will provide a f/u to FDA once coopersurgical receives vendor's device eval.